Manufacturer narrative:
The field service engineer (fse) found issues with the pinch tubes and liquid level detection. The fse replaced the liquid level detection assembly and the pinch tubes and performed qc successfully. The investigation determined that the issues found by the fse were the root cause of the event.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results for 3 patient samples on a cobas e 411 analyzer (rack system). On (B)(6) 2026, sample 1 had an initial result of <36.90 pmol/l. The repeat result was 389.50 pmol/l. On (B)(6) 2026, sample 2 had an initial result of<36.90 pmol/l. The repeat result was 206.8 pmol/l. Another sample tube collected at the same time was tested, and the result was 238 pmol/l. The two repeat results were deemed correct. On (B)(6) 2026, sample 3 had an initial result of <36.90 pmol/l. The repeat result was 220.44 pmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 839242. The expiration date was not provided. The calibration and qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The investigation is ongoing.